Manufacturer narrative:
The meter was returned for investigation. Sections were updated. The printed circuit board was contaminated by liquid which corroded the solder contacts. A display check showed no abnormalities. Deposits were observed between the conductive rubber and contacts of the board; this could lead to the issue the customer complained about. Medical risk due to this issue is not likely as coaguchek users are educated by training and product labeling provides information related to missing segments and performing a display check.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4) that started sometime in (B)(6) 2017. The date of event is an approximation. When the customer turns the meter on, black lines appear all over the display and she is unable to make out anything else. The customer performed a display check and stated there were no segments in the results field of the device. There were only black lines where the results would be. No adverse event occurred due to the display issue. The device was requested for investigation. Preliminary investigation of the device indicated that "some" segments in the results field were dim. The investigation is ongoing.